Event description:
Literature: astradsson a, schweder patrick m, joint c, green alexander l, aziz tipu z. Twiddler's syndrome in a pt with a deep brain stimulation device for generalized dystonia. J clin neurosci. 2011;18(7):970-972. Doi: 10.1016/j.jocn.2010.11.012. Summary: the authors describe a pt who received bilateral globus pallidus internus deep brain stimulation (gpi dbs). Reportable event: the authors report that the pt's kinetra was working well for approximately 6 months after which her generalized dystonia had suddenly become significantly worse, with increasing jerks and pain. On interrogation of the ipg, the impedance was found to be abnormally high, over 4000 ohms, corresponding to all contacts, indicating a failed circuit, whereas on prior visits impedance had been normal. A skull and chest radiograph showed that the extension leads were twisted multiple times around their axis and appeared to be disconnected from the brain electrode connections behind the ear. Though the pt denied any manipulation of the device, the condition was felt most likely to be the result of a combination of a loose ipg in a large pocket and the pt consciously or unconsciously 'twiddling' the device and a diagnosis of a twiddler's syndrome was made. The pt was subsequently scheduled for a repeat surgical procedure with reconnection of the extension leads and revision and rigorous fixation of the ipg. See literature article with MFR report# 3007566237-2011-07125.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt and device has been requested.